Event description:
It was reported that a merlin transmission revealed inappropriate high voltage therapy was delivered during a supraventricular tachycardia episode due to being classified as a ventricular tachycardia. Programming changes were recommended. The patient has not been seen for a follow up.